Event description:
It has been reported to philips that the device would not turn on and was stuck at zeroes. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be reported in MFR report number 3003768277-2022-01231. This complaint will be closed as duplicate.